Manufacturer narrative:
(B)(4). This report is for a system error 2240, where there was an open clamp on the unused line during the initial drain stage of peritoneal dialysis therapy with the homechoice. The cause was determined to be use error due to open clamp. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide warns the user that a system error 2240 can be caused by unclamped, unused supply lines. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 while the hp was connected. It was reported that there was an open clamp on of the unused supply lines. The technical service representative (tsr) explained the alarm and advised to finish the therapy using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.